Manufacturer narrative:
Additional information was received that the patient believed that the scs was causing a shocking sensation in the body. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that there was a mechanical breakdown of the patients ipg and leads. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56 cm model #: sc-4319 lot #: 20254596 description: clik x MRI anchor.

Event description:
A report was received that there was a mechanical breakdown of the patients ipg and leads. The patient will undergo an explant procedure.